Event description:
There were two incidents involving a safety stylet. The account reported that the plastic sheath on the safety stylet sheared off while inserted in an et tube. The severed piece of the plastic sheath remained in the et tube when the safety stylet was removed.